Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patient's data were delayed and not prompted. A technical support specialist found that there might be an underlying network issue. Informed the customer to change the inactivity time to resolve the issue. The system functioned as intended after a technical support specialist assessed the device.

Event description:
It was reported when using the pyxis medstation es system, multiple patients data were delayed and not showing, causing delays in accessing medication for patients. The customer stated that all new patients entered in system but not populated at es system. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the pyxis medstation es system, multiple patient data was delayed and did not show, causing delays in accessing medication for patients. The customer stated that all new patients entered the system but not populated at es system and the emergency room staff complained that multiple patients were experiencing delays from time to time. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there might be an underlying network issue. A technical support specialist informed the customer to change the inactivity time to resolve the issue. The system functioned as intended after troubleshooting the device.